Manufacturer narrative:
Additional manufacturer narrative: the explanted device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this mitral bioprosthetic valve was explanted after four (4) years, nine (9) months due to stenosis, secondary to high gradient and valve degeneration. This was replaced with a 29mm pericardial bioprosthesis and the patient was later discharged.

Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, minimal to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect, inflow aspect, into the orifice, at the stent inflow and at the stent outflow. Host tissue folded the free margin of a leaflet and fused all three (3) leaflets at the commissures on the outflow aspect minimal to moderate calcification was observed within the cusp areas of two (2) leaflets and was confirmed via x-ray. The free margin of a leaflet also exhibited moderate calcification near two (2) commissures. Incidental findings: the x-ray demonstrated wireform distortion and two commissures were bent. The wireform was exposed near a commissure on the outflow aspect. Approximately 25% of the sewing ring had been removed and the metal band was exposed on the inflow aspect. These damages were likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: the clinical observation of stenosis could be confirmed as host tissue and calcification restricted mobility in the leaflets and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.